Event description:
The customer reported to philips healthcare that the heartstart xl displays configuration lost and then error code 10004 system failure cycle upon power on.

Event description:
The customer reported to philips healthcare that the heartstart xl displays configuration lost and then error code 10004 system failure cycle upon power on.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the heartstart xl displays the error code 10004 sys failure cycle upon power on. There was no report of pt involvement and there was no adverse pt impact.